Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: two curved openings on radius and anterior, fold creases, wear abrasion, and white particles in the shell. Leak test and microscopic analysis was performed which identified: a striated opening on radius, non-penetrating nick striated on radius, and a crease sharp opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Non-penetrating nick striated on radius assessed as surgical tool scratch like. A crease sharp opening on anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.